Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient had difficulty charging the scs ipg. In turn the patient did not charge the ipg for approximately 2 years. As a result, the patient's ipg became inoperable over time and was no longer able to communicate with external devices. The patient underwent surgical intervention wherein the ipg was replaced.